Event description:
The pt has two leads (from the same lot). It was reported the pt was no longer receiving adequate coverage. Allegedly, one of the pt's leads had migrated. Reprogramming provided the pt with the coverage needed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.